Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from information obtained by the clinic that the patient was seen recently. The clinic stated that no intervention was done for the device, but the patient was referred to the ep (electrophysiologist) for ablation procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that anti-tachycardia pacing therapies from the device had caused an accelerated ventricular rate. Therefore, the atp therapies were disabled. Then approximately sixteen weeks later the patient receive a shock from their device due to af (atrial fibrillation) with rvr (rapid ventricular response). The ICD remains in use. No further patient complications have been reported as a result of this event.